Event description:
(B)(4) clinical study. It was reported that pinching of the vessel occurred. In (B)(6) 2012, the patient presented due to myocardial infarction (mi) and was referred for cardiac catheterization. Subsequently, index procedure was performed. The target lesion was a de novo and bifurcated lesion located in the ramus with 99% stenosis and was 8 mm long with a reference vessel diameter of 2.5 mm. The target lesion was treated with pre-dilatation and placement of a 2.50x12mm pe plus stent. Following post dilatation, residual stenosis was 0%. Three days post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2015, the patient presented to the hospital with complaints of chest pain and was subsequently diagnosed with unstable angina. After one day, the stenosis in proximal circumflex artery was treated with balloon angioplasty and placement of 2.7x12mm promus premier¿ drug-eluting stent with 0% residual stenosis additionally, the stenosis in 1st obtuse marginal artery and pinching due to left circumflex artery (lcx) 2.75x12mm promus premier¿ drug-eluting stent was treated with balloon angioplasty with 0% residual stenosis. The event was considered resolved and the patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).